Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the electrocardiogram (ECG) signal was noisy and it was attributed to a loose ECG connector. The link electronic module (lem) board was replaced and calibrated to resolve. Analysis further noted that the hard drive health was less than 100%, the system fan was intermittently noisy and the power supply was noisy. The hard drive was replaced and reimaged, and the software reloaded and updated and the fan and power supply were replaced to resolve all. (B)(4)

Event description:
It was reported that the electrocardiogram (ECG) signal was noisy and could not get clear tracing. The ECG cable was replaced without improvement. The programmer has been returned for repair. No patient complications have been reported as a result of this event.